Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. The customer confirmed there was no adverse impact to their blood glucose level. Customer has reported at least 3 occurrences of same malfunction on this pump. Technical support provided information and assistance to reset the pump, as the customer had not previously reported or performed a reset within the last 24 hours. Technical support decided to replace pump to resolve issue. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.